Manufacturer narrative:
(B)(4). The device was not returned for investigation. The complaint cannot be confirmed. The root cause could not be determined. It should be known that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient's cgm low alert went off at 56, while bg measured 110. Five minutes later, patient's low alarm went off again at 60, and bg measured 35. Patient took 2 glucose tablets then sought intervention by calling her neighbor. Patient was told by neighbor to take 2 more glucose tablets, then patient's neighbor came over and stayed with patient. Patient stated having a migraine after hypoglycemic event. No additional patient or event information is available.